Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - part: 157452, name: m2a-magnum mod hd sz 52 mm, lot: 527620; part: 192412, name: echo por fmrl red nc 12x140, lot: 594570; part: 139264, name: m2a-magnum 52-60 mm tpr insrt-6, lot: 404580. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04533, 0001825034-2017-04536, 0001825034-2017-04537.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 years post initial implantation due to pain. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error